Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, component root cause could not be firmly established. The analog board, the display assembly and the pace/defib engine board will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.